Event description:
On (B)(6) 2012, the reporter/nurse contacted animas on behalf of her daughter (the patient) alleging that the pump's alarm history was incorrect. The reporter did not allege any harm or injury because of the reported issue. Upon review of the pump's alarm history, the reporter noted that an empty cartridge alarm was recorded. However, the reporter claimed that the cartridge had never gone below 40 units. In addition, the reporter indicated that the pump's low cartridge warning was set to 20 units. The reporter claimed that there were no low cartridge warnings recorded in the alarm history. The alleged issue was not resolved with troubleshooting. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed the pump's alarm history was incorrect. There is no evidence, however, that the alleged issue contributed to a serious injury. The reporter alleged that the pump incorrectly recorded an empty cartridge alarm although the cartridge had 40 units of insulin.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box indicated that at 22:29 on (B)(4) 2012, there were 29 units remaining, followed by a 29 unit prime, followed by an empty cartridge alarm at 22:32. A rewind, load, and prime sequence was performed with no alarms occurring. A cartridge with 100 units was correctly loaded into the pump. The pump was primed until 20 units remained, at which point the pump appropriately emitted a "low cartridge" warning. The pump was then primed until the cartridge was empty, at which time the pump appropriately emitted an "empty cartridge" alarm. Both the "low cartridge" warning and the "empty cartridge" alarm were accurately recorded in the pump history. The complaint could not be confirmed or duplicated on investigation.